Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of investigation, conclusions code: conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, leakage of buffer solution was found when the shunt sensor was unpacked. No patient involvement as this occurred during out of box.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 1, 2018. (B)(4). The returned sample was visually inspected; no visual anomalies were noted. The unit was pressurized with air (as received) up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leak was observed. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. No leak was noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. The complaint was not confirmed, and a definitive root cause was not able to be determined. It is possible that the buffer solution was not completely wiped off the product after buffer fill during manufacturing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.